Manufacturer narrative:
No further information is expected at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) started to erode through the patient's skin causing the patient a lot of pain. According to the field representative, the cause of the erosion has not been confirmed and as far as the field representative is aware, an explant date has not been scheduled.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The s-ICD system was explanted approximately three weeks later. No additional adverse patient effects were reported.